Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. Boston scientific technical services reviewed data from the device and recommended troubleshooting and monitoring the system. The physician has elected to continue monitoring the system via regular follow-ups. This rv lead remains in service at this time. No adverse patient effects were reported.